Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12march2019. The manufacturer¿s field service engineer (fse) confirmed the reported issue and replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported a touch screen failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.